Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter use was discontinued due to leakage occurring after placement in the emergency department. It was also mentioned that the catheter was damaged, but the location was unknown.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). This supplemental MDR is being submitted to capture additional information from follow up. This event is not reportable. Correction- d, f, g, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter use was discontinued due to leakage occurring after placement in the emergency department. It was also mentioned that that the catheter was damaged, but the location was unknown. Per follow up information received via rcc on 10mar2026, stated that while the initial report from the distributor indicated a leak from the catheter, the correct event detail is a leak from the bag's tube.